Manufacturer narrative:
The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin; however, the customer stated that the cartridge may have been overfilled. The customer's blood glucose level was not impacted. The customer reloaded the cartridge successfully and received an accurate fill estimate.